Event description:
Info was rec'd that reported a pt was hospitalized in 2009, due an incident of hypoglycemia. Pt was treated and discharged 3 days later. The device will be returned for eval; to ensure that it is functioning correctly, and did not contribute to the reported incidence.

Manufacturer narrative:
Device eval: the device is currently being evaluated; the MFR will file a follow up report detailing the results of the eval once it is completed.